Event description:
The tip of the drill bit broke during the surgical procedure and remained embedded in the pt. Surgery was prolonged while the surgeon removed the broken piece from the pt's leg. The pt suffered no complications as a result of this.